Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of low blood glucose of 48mg/dl and the sensor stopped working. Troubleshooting advised customer about sensor use and how to properly calibrate. Customer mentioned that they were hospitalized for a stroke and their blood glucose was high at that time,but no level was indicated. The customer was advised to follow up with their doctor regarding the low blood glucose.